Event description:
It was reported that during a laparoscopic gastric bypass procedure, the 4-40 stud broke off. Another like device was used to complete the procedure. There was no patient consequence.